Event description:
Additional information was received from the patient. They reported that the cause of the "blast" in the anus was not determined. They stated that the receiver was turn on and "blast" occurred and lasted a few minutes. The steps taken to resolve the issue were they changed to a different program (#6) for awhile. Now they are back to #7 2.0 level. They did not clarify if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was caller stated they are trying to schedule a MRI of their back and were told they need to access MRI mode before scheduling. Caller was able to access MRI mode. Caller stated that when they deactivated MRI mode they felt a "throbbing" in their anus. Caller mentioned that on "friday or saturday" they were going to make adjustments to their therapy but before they did they said they got a "blast" in their anus. Caller described it as a "throbbing" and said that it was painful and "just about sent me into orbit" and they had to turn stimulation down and it continued to be "really uncomfortable" for several minutes. Caller said they were going to increase stimulation when the painful sensation happened. Caller stated that in october they had seen hcp for 6 week follow up appointment and said they didn't feel like they had enough information given to them at that appointment and were not comfortable in knowing how to use ins, but were not having symptoms at the appointment. Caller stated that "probably sometime after late december or early january" they noticed that they were having incontinence especially at night. Caller said that ins had helped "tremendously" with urgency, but "not so much with my incontinence overall". Caller stated that when they had increased stimulation previously they found that they needed to increase it until there was "a little bit of discomfort" for them to notice a difference in symptoms. Upon reviewing programs, caller stated they were not told before about program options. Caller changed programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms.